Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle experienced foreign matter in the fluid path. The following information was provided by the initial reporter: nurse open syringe packing to discover dirty needle, without clear plastic safety cap. Same shipped without. Not the pink safety device but the safety cap that covers the needle. Needle itself was dirty, with lint and fibers. Same discarded.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 2011007. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, our engineers were not able to observe any foreign matter. Unfortunately without the ability to observe the reported failure mode our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the bd eclipse¿ needle experienced foreign matter in the fluid path. The following information was provided by the initial reporter: nurse open syringe packing to discover dirty needle, without clear plastic safety cap. Same shipped without. Not the pink safety device but the safety cap that covers the needle. Needle itself was dirty, with lint and fibers. Same discarded.